Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was cracked and the battery cap could not be removed from the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2015 with the following findings:a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap threads were damaged, and a power loss was duplicated with the use of the cap. The battery cap was also difficult to remove from the pump. The pump was exercised for 24 hours with a test cap with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.